Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture diagnosed via ultrasound." The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding of implant: observed creases on the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, g2, h6.

Event description:
Patient reported left side "rupture" diagnosed via ultrasound. Healthcare professional later reported "small amount of gel is visualized; a local defect in the endoprosthesis membrane in the fold cannot be ruled out" and "small amount of fluid is detected around the endoprosthesis membrane". Device has been explanted and replaced with another manufacturer's device.